Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during implant that the screw lead could not be opened on the pacing lead. The pacing lead was replaced. No patient complications have been reported as a result of this event.